Manufacturer narrative:
A complete lead was returned in one piece with the helix found retracted and clogged with blood/ tissue. X-ray examination found the inner coil was over-torqued inside the connector region consistent with procedural damage. After cleaning the helix and cutting the lead, the helix was able to extend and retract by applying torque directly to the inner coil. The full helix extension length was measured within specification. The cause of helix mechanism issue was due to the helix being clogged with blood/ tissue and over-torque of the inner coil. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
The patient receive inappropriate shock.

Event description:
It was reported that the lead found to be moved from its original position. Lead dislodgement confirmed under x-ray. During the reposition attempt the tip of the lead could not be rotated out. The lead was explanted and replaced. The patient is in stable condition.